Event description:
It was reported to philips that during a spinal procedure, the system stopped emitting x-rays. A mobile system was used to complete the procedure; however, it was alleged that the event resulted in an approximate one-hour delay. The report also alleged that a patient death occurred, but no additional details regarding the circumstances have been provided to date. An investigation into this complaint has been initiated by philips.